Event description:
It was reported that ¿an assembly failure occurred in the operation of the equipment key¿ of a buretrol solution set. The issue was identified during an unspecified step of patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed the key was assembled according to the plan and in good condition. A functional testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.